Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on february 20, 2023.

Manufacturer narrative:
This report is submitted on january 24, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2022, and the patient was re-implanted with a new device during the same surgery.